Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown patient receiving an unknown medication via an implantable pump. The indication for use was not provided. The consumer mentioned there was a patient who had the manufacturer¿s pump and the consumer mentioned the words "experimental medications" and "pump failure." The consumer confirmed that he had no event information regarding the pump failure. No further information was provided.